Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the 1st diagonal artery with moderate calcification and moderate tortuosity. The 2.50x15mm xience prime stent delivery system (sds) was advance to the target lesion and resistance was noted with the anatomy. The balloon of the sds was inflated to 8 atmospheres (atm) for 2-3 inflations; however, the balloon ruptured. Therefore, the sds was removed from the patient and a non-compliant balloon was used to implant the xience prime stent. There was no adverse patient sequela. The xience prime sds was prepped (air aspiration) outside the anatomy prior to use. No additional information was provided.